Event description:
The customer contacted stryker to report that during the use of their lucas device, the device's suction cup became damaged, causing a 1-2 cm wound to the patient's chest.

Manufacturer narrative:
Stryker performed a clinical review of the reported event and determined that it is likely that the wound on the patient's chest was caused by compressions from the device. It is not likely that the wound on the chest contributed to any adverse patient outcome.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that during the use of their lucas device, the device's suction cup became damaged, causing a 1-2 cm wound to the patient's chest.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No additional patient information has been provided. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that during the use of their lucas device, the device's suction cup became damaged, causing a 1-2 cm wound to the patient's chest.